Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This complaint was opened in response to medwatch mw5075718. According to the reporter, upon activation the device had delayed heating. Upon grasping the fallopian tube, the device intermittently activated on itself. The patient had a serious injury and required medical intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.